Manufacturer narrative:
Based on information provided, the foreign material alleged to be granfoam was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2015, the following was reported to the kci by the healthcare professional: during home care, sometime between (B)(6) 2015 and (B)(6) 2015, a foreign material alleged to be black foam was left in the wound. On (B)(6) 2015, the following was report to kci by the nurse: the foreign material was found by a surgeon during an incision and drainage procedure performed approximately one week prior to the report to kci. The foreign body was removed and discarded. On (B)(6) 2015, the following was report to kci by the nurse: the foreign material alleged to by granufoam was found by a surgeon during an incision and drainage procedure performed approximately (B)(6) 2015 in the emergency room department at another facility. The foreign body was removed and discarded. The patient was on activ.a.c. Therapy from (B)(6) 2015 to (B)(6) 2015. This issue occurred due to user error. The nurse did not compare the number of sponges inserted in the wound to the number of sponges removed from the wound at the time activ.a.c. Therapy was discontinued on (B)(6) 2015. On (B)(6) 2015, the nurse confirmed the foreign body was removed and discarded, therefore a device history review could not be performed.